Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. The customer had symptoms such as nausea and treated with the pump. Customer's blood glucose value was 472 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were small bubbles in the tubing. The product was not returned for analysis